Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced frequent low glucose events while using the ilet bionic pancreas with a reported blood glucose of 45 mg/dl, describing rapid decreases after announcing usual meals and recurrent overnight lows, with concern that insulin doses felt excessive. The event context suggests an incorrect procedure related to meal announcements and use of the user interface, and the call was transferred to a partner clinical team for further assistance. Symptoms included hypoglycemia. Outcomes included use of oral glucose without hospitalization. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, with a usage problem identified involving improper or incorrect procedure or method associated with the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error that caused or contributed to the event.